Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the display screen went blank after a recent battery changes. The pump made audible tones while the display was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/23/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/09/2014 with the following results:during investigation, the display screen was blank; the pump¿s audible and vibratory tones were functional. The pump cover was opened and the display screen was found to be cracked. A test screen was installed and displayed normally. Unrelated to the complaint, the audio bolus button cover had a hole in it; however, the button was functional. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.